Event description:
It was reported that an ilet device had a cracked touchscreen that rendered the screen unusable and prevented unlocking or operation, and a replacement device was shipped while the original is expected to be returned. Symptoms included no injury. Outcomes included interruption of insulin delivery requiring use of subcutaneous insulin by pen. Investigation included complaint intake and device replacement pending return of the original for evaluation. Investigation of this case revealed that the screen was damaged, and the device could not be used or synced prior to shut down. It was concluded that the device experienced physical damage to the display leading to loss of function.